Event description:
It was reported that "one half of the introducer sheath's hemostatic valve completely detached during catheter insertion, having been pushed into the sheath between the two branches. Since this half was no longer visible, and there was a risk of this structure entering the bloodstream if we continued inserting the catheter, it was necessary to exteriorize the catheter, remove half of the hemostatic valve, and reinsert the catheter. There were no immediate complications, such as bleeding or air embolism, and the fact that part of the catheter was already inside the sheath prevented blood from leaking." There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "one half of the introducer sheath's hemostatic valve completely detached during catheter insertion, having been pushed into the sheath between the two branches. Since this half was no longer visible, and there was a risk of this structure entering the bloodstream if we continued inserting the catheter, it was necessary to exteriorize the catheter, remove half of the hemostatic valve, and reinsert the catheter. There were no immediate complications, such as bleeding or air embolism, and the fact that part of the catheter was already inside the sheath prevented blood from leaking." There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the customer returned one 16fr smartseal sheath for analysis. Signs of use were observed. Visual analysis revealed that the sheath was correctly torn along the extrusion perforation. The hemostasis valve was observed to be missing from one half of the split sheath hub. The dislodged half of the hemostasis valve was not returned. The other half of the split sheath was observed to be intact. Minor stretching of the sheath extrusion was noted at the proximal edge of the extrusion on both halves of the sheath. No other defects or anomalies were observed. A device history record review was performed, and one potential finding was identified. A scar has previously been initiated regarding sheath valve damage. Further investigation is required by the supplier to confirm if the failure mode of this complaint is the same as addressed in scar. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The customer report of a damaged hemostasis valve was able to be confirmed through investigation of the returned sample. Visual analysis revealed that one half of the hemostasis valve had become dislodged from the sheath hub. No other defects were observed. Manufacturing was contacted as part of this investigation and it was determined that this damage is likely supplier related. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.